Manufacturer narrative:
The reported backup battery fault alarm event was confirmed via the submitted log file. The system controller (serial #: (B)(4) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days (B)(6) 2022 ¿ (B)(6) 2022 per timestamp). The backup battery fault alarm was active on (B)(6) 2022 at 14:08:29 throughout the remainder of the log file due to the backup battery not passing the load test. The backup battery did not pass the load test because the loaded voltage was under the acceptable threshold compared to the unloaded voltage; the loaded voltage measured 11.386 v, and the unloaded voltage measured 12.242 v. There were no other notable alarms active in the log file. The pump operation was not affected. The system controller (B)(4) was not returned for evaluation. Per account information, the controller was exchanged; however, the removed controller will not be returned for further analysis. As a result, the complaint file will be closed with no further action. The root cause of the reported event could not be conclusively determined through this analysis. It should be noted that an update to the backup battery connector was made to reduce backup battery faults due to the backup battery not passing the load test as a part of a corrective and preventative action (CAPA). Per the device history record review, this system controller was manufactured prior to the implementation of this CAPA. Device history records were reviewed and showed (B)(4) was manufactured with no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿ also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment the manufacturer is closing the file on this event.

Event description:
It was reported that the yellow wrench light and a backup battery fault alarm occurred on (B)(6) 2022. The log file confirmed the backup battery fault alarm. The backup battery fault alarm was resolved by a controller exchange due to the patient's current controller not having the conductive grease on the connections to prevent the backup battery fault alarm from occurring randomly. The controller exchange upgraded the software to a 1.7 version and the alarms resolved.